Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion being treated was located in the left anterior descending (lad) artery. The 20x2.75mm liberte bare stent delivery system (sds) was advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).